Event description:
Surgeon attempting to perform split-thickness skin graft with a 0.010 depth weck blade, but it started to take a full-thickness graft. He immediately stopped and sutured the laceration closed. Surgeon thinks the blade guard was out of calibration. Additionally, during this procedure, the surgeon accidently cut himself on the hand. He stated at that time the blade guard did not function properly.